Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site necrosis and device dislocation were assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported face was ice cold and pain are considered to be symptoms and the reported pressure in the head and ear, wound and skin and hair fell out are considered to be consequences of injection site necrosis and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the temporal artery is no approved indication for radiesse in us. This is a purely consumer derived case and medical confirmation is pending. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site necrosis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this consumer report was received from a us consumer and concerns a 41-year-old female patient. The patient was injected with radiesse into the temporal artery (off label use of device). Batch number and expiry date were reported as unknown. As reported, the injector was instructed to stop (the injection), but continued to inject. After the radiesse injection, the patient experienced that her face was ice cold, pain around the top of the face and hair follicles, pressure in the head and ear, skin necrosis around hairline, wound, that her skin and hair fell out, and that the product spread throughout the head. The patient went to the emergency room (reported as ER) and was given steroids. They tried to thin out radiesse. The outcome of the event was unknown.